Event description:
It was reported that the patient returned for a scheduled removal of the filter, as it was no longer needed. The filter was placed prior to gastricbypass surgery. It was noted that two of the arms were detached from the filter. The doctor removed the filter and snared one of the arms. During the snaring of the arm, the second arm migrated to the lung. The patient was asymptomatic prior to the removal and after the removal.